Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red, burning sores under the back therapy pads of the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurse recommended removal of the lifevest for an hour each day to help the skin irritation. Follow up indicated that the skin irritation improved.